Event description:
It was reported that the rubber on the units had degraded. It was reported that the rubber could be rubbed and scrapped off the unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as MFR # 2249697-2011-00496, 2249697-2011-00497, 2249697-2011-00498, 2249697-2011-00499, 2249697-2011-00501, 2249697-2011-00502, 2249697-2011-00503, 2249697-2011-00504.